Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 400 mg/dl. Customer was hospitalized due to high blood glucose and infection caused by pneumonia. Customer was hospitalized for ten. Customer was wearing insulin pump at the time of hospitalization and it was removed after two days in the hospital causing transmitter to be lost. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.